Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the ins seems to be in a location that makes it difficult to recharge. The plan is to either replace the device with a non-rechargeable or reposition the pocket. The r has not scheduled a revision and the healthcare provider (hcp) has no further information

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a healthcare professional (hcp) and manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. Information was reported that a patient¿s battery had been over discharged. There were no environmental/external factors that may have led to the issue. Patient was having trouble charging during last visit in (B)(6) 2017, and further instructions/guidance was given at that time. Today (B)(6) 2017 the rep offered to do a physician reset, but physician agreed that even if the battery could be recharged, she would continue to have the same problems. Battery replacement and possible pocket relocation will be scheduled. The issue was not resolved at the time of this report. Revision has not yet been scheduled. No further complications were reported. No patient symptoms were reported.